Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A center director reported, a patient with stage one diffuse lamellar keratitis of the right eye one day post lasik treatment. The topical steroids were increased and the symptoms resolved six days post treatment.